Event description:
It was reported that the optic of the intraocular lens (iol) had been found to be scratched at the time of implantation after being set with balanced salt solution. There were no injuries or health issues for the patient. The lens remains implanted and no additional information was received.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.